Manufacturer narrative:
Concomitant medical product : d284trk ICD implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was noted to be capped and unstable during a routine device replacement procedure. Follow-up clarified that the patient chart noted the patient had experienced diaphragmatic stimulation and the lead had been inactivated years earlier. The physician elected to not replace the lead because the patient condition did not necessitate bi-ventricular pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.